Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump fell, and the touch screen became shattered and unresponsive. In addition, it was reported that the cartridge was cracked and leaking insulin. Customer's blood glucose level was 230 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.